Event description:
During ep studies, the patient experienced v tach and the defibrillator failed to deliver a 200 joule charge despite repeated efforts. The patient eventually was converted to sinus tach using a defibrillator from another department. The patient remained unresponsive following the procedure and expired later that night.the defibillator worked when checked prior to the procedure and worked during the same case about 45 minutes earlier. The defibrillator was taken out of service and sent to the biomed department; their investigation revealed a dead battery. The nurses do not recall seeing a "low battery" light during the case. The defibrillator has been sent to the manufacturer for investigationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: charger. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.